Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that he may have discovered that insulin leaked out of one of his cartridges. He thinks it may have leaked because he could smell the insulin and the cartridge compartment may have been damp. He says he did not experience changes to blood glucose levels due to the issue.